Manufacturer narrative:
H6: investigation summary: no samples or photos received by our quality team for evaluation. A device history record review was completed for provided lot number 2299348. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Since no samples displaying the reported condition were received a potential root cause could not be defined.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use there was foreign matter found. This occurred 5 times. There was no report of patient impact. The following information was provided by the initial reporter: there is a silicone (gel) like substance on the plungers. 5 so far but they think whole shipment is affected.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use there was foreign matter found. This occurred 5 times. There was no report of patient impact. The following information was provided by the initial reporter: there is a silicone (gel) like substance on the plungers. 5 so far but they think whole shipment is affected.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.